Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approximately 3 months ago. Vessel morphology was reported as at the time of implant, the proximal aorta was 20 mm in diameter and 38 mm in length. The right iliac artery was 15 mm in diameter and the left iliac artery was 20 mm in diameter. Letter requested. On final angiogram of the index procedure, it was confirmed that the distal end of the stent graft was below the renal arteries and that both renal arteries had blood flow. It was reported that one month ago; the physician brought the patient back to treat the occluded stent graft. A ptra was inserted in the patient however; the catheter could not be advanced to the intended targeted area. The right renal artery was partially occluded by the stent graft. The patient's renal artery function was not good. The right renal artery has collateral so there is no plan for an intervention. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine. The review of returned films pre-implant show that the proximal neck was long and straight. There were some areas of calcification seen within the neck; however the ostia of both renals appear free of calcification and widely patent. The proximal neck diameter (flow lumen) measured 16-18mm below the lowest right renal, and varied from 14-20mm in diameter along the neck length. The 55mm aaa also contained thrombus. The iliacs were straight and moderately calcified. Images post stent graft were not provided; therefore the cause of the renal occlusion could not be determined.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); (cause is unknown). Conclusion: (cause is unknown).